Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a false negative reaction of the positive control with seraclone anti-k. Customer used a kell positive screening red blood cell as a positive control. The customer returned the supposedly defective product for investigational testing, but not the positive control. Our quality control laboratory tested the seraclone anti-k sample returned by the customer in parallel to their retained product sample. Kell positive and negative screening and panel red blood cells as well as donor red blood cells were used for positive and negative specificity. All positive and negative reactions were correct. We did not observe any false negative results. Both, the complaint and the retained sample were tested for potency. The required minimum titer was exceeded. Testing by our quality control laboratory confirmed that the allegedly defective lot of seraclone anti-k functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.